Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi mg/dl, which on the system indicates a result in excess of 580 mg/dl and lo mg/dl, which on the system indicates a result of less than 20 mg/dl, no adverse event reported. Return of the suspect device was requested for evaluation.